Event description:
Healthcare professional reported injecting a patient in the nasolabial fold and oral commissure with juvéderm® vollure¿ xc. The patient presented with ¿swelling¿ and ¿lumps¿ in the oral commissure. The patient is experiencing a non-device related sinus infection and takes antibiotics for it. Event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "sinus infection," deemed not device related but is considered an unexpected adverse drug experience.